Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 3 firings during a lobectomy procedure, although a new reload was connected and the tissue was clamped and the green button was pressed, the fourth firing could not be performed. The reload and the handle were replaced with new products to complete the case. The event occurred during the procedure, but the product was not used for patient.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that it was partially fired. Staple pushers were visible at the 3cm cut line indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.